Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, loose/protruded drive support disk and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. The customer reports the drive support cap is sticking out the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.